Event description:
Adverse event(s): "the case was aborted" (surgical procedure aborted/stopped). Product problem(s): "system messages displayed and the system stopped" (device displays error message) (loss of power). The customer reported system messages displayed and the system stopped. The case was not completed. Additional information received from the customer stated the event occurred during phaco. The case was aborted and the patient still has half of the crystalline lens in his eye. Multiple attempts were made for patient status and to inquire if a secondary surgery has been scheduled to remove the remaining lens fragments.

Manufacturer narrative:
The company service representative examined the system and replaced the manifold module. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)